Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece stopped working and could not be started again even though the battery had been changed. There was no pt harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.